Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not communicating with the server. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not communicating with the server. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) dialed into the station, applied the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue" and performed the manual recovery. The tss also verified that the station data synchronization debug log was communicating with no issue. The system functioned as intended after the technical support specialist troubleshot the device.